Event description:
During the closing of a pneumonectomy - surgical removal of lung -, pt's heart rate and bp dropped. Code was called by anesthesia. Surgeon immediately reopened chest and found extensive bleeding and clots. It was noted that the staple line on the pulmonary artery was open and had no viable staples present. An endopath ets flex 45 endoscopic articulating linear cutter, manufactured by ethicon endo-surgery, incorporated was used to close this site and approx 2 hours prior to the reopening and exploration, and no bleeding was noted at that time. Dates of use: 2007. Diagnosis: to close the wound after the pneomonectomy.